Event description:
The sister of a (B)(6) male pt, contacted zoll customer support to report that the pt was receiving constant belt alarms. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (adjust/check belt messages; check therapy pad messages) has been confirmed. Upon eval a wire inside the trunk cable was broken. The cause for the broken wire cannot be positively determined. No adverse event resulted from the damaged wire. The pt received a replacement electrode belt.